Event description:
Spontaneous, per dr sedeno at (B)(6) hospital for patient's veletri dosing. Dr. (B)(6) stated the patient is admitted to the intensive care unit due to a catheter infection. No additional information provided. Unk if patient's doctor is aware. No further information. Date patient presented to ER not specified, length of visit is ongoing. IV veletri patient. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to cvs/caremark by health professional.